Event description:
Caller reported experiencing intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. The customer addressed the occlusion issues by changing the infusion set and cartridge and resumed insulin administration.